Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. No specific symptoms were reported but the day of the event the patient experienced severe hypoglycemia, and ¿ended up in the hospital¿. The cgm reading would have been inaccurately reading high with a difference of 4.0 mmol/l, but no specific cgm nor blood glucose reading was reported. There was no information reported regarding treatment or duration of stay at the hospital. No other details were documented and attempts to reach the reporter for more information were unsuccessful. It has been reported that there was a difference in readings of 4 mmol/l. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.